Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). See manufacture report 2032227-2014-49649.

Event description:
The customer reported that the reservoir had no delivery during bolus/ prime. Troubleshooting was done. Customer's blood glucose was 213 mg/dl. During the troubleshooting, the insulin did not exit the tubing. Unable to continue call got disconnected. No further information provided.